Event description:
It was reported to nova biomedical that a consumer had been receiving high readings all day and administered an unk amount of insulin based on these high readings. Subsequently, the consumer experienced a hypoglycemic event requiring medical attention. During the call, it was revealed that the consumer had not control solution tested the vial of test strips as stated in our directions for use. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.